Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set over-infused by pushing 2/3 of the arsenic infusion over 30 minutes when it was set for two hours. The following information was provided by the initial reporter: "stated was running at specific rate and it was running notably faster pushing 2/3 arsenic infusion over 30 min. It was reported that the pc unit showed that the infusion was running at specific rate, but it was noted to be running faster pushing 2/3 of the arsenic infusion over 30 min, when it should be two hours for total infusion. The clinician claims that they saw two pump modules infusing at a faster rate. There was patient involvement but no harm."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set over-infused by pushing 2/3 of the arsenic infusion over 30 minutes when it was set for two hours. The following information was provided by the initial reporter: "stated was running at specific rate and it was running notably faster pushing 2/3 arsenic infusion over 30 min. It was reported that the pc unit showed that the infusion was running at specific rate, but it was noted to be running faster pushing 2/3 of the arsenic infusion over 30 min, when it should be two hours for total infusion. The clinician claims that they saw two pump modules infusing at a faster rate. There was patient involvement but no harm."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-jul-2022. H6: investigation summary. One sample was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The primary set was primed with normal saline and the secondary bd set was primed with blue dye water. The sets were infused at a rate of 125 ml/hr for 1 hour. Approximately 15 minutes into the infusion it was observed that the blue dye water was back flowing up towards the primary bag. A quality notification was sent to the supplier. From the supplier investigation, the check valve was disassembled, and particulates were observed on the silicone disc. The particulate was sent to their internal lab for ftir analysis. The particulate observed between the disc and the sealing surface created a leak path that led to the backflow failure. Ftir analysis results indicated particulates with characteristics of calcium carbonate. Calcium carbonate is not used in any part of the manufacturing process and most probable that the medication used may be linked to the particulate found. A device history record review could not be performed because a lot number was not provided by the customer.